Manufacturer narrative:
No product was returned or pictures provided of the liner; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical record was provided for the current event. Medical timeline was created; the patient was revised due to instability. During the revision, a large fluid filled cavity full of old clot sitting at detached anterior glutei was identified. Attempted repair of anterior glutei. Liner and head were removed and replaced with a freedom cup and freedom head. Contributing factors; previous operative notes mention head rotated into a more superior position. X-ray image was provided, however this was not further reviewed as the image was not dated. A definitive root cause cannot be determined. Based on previous operative notes and follow-up it is noted impingement was possibly present, however this cannot be confirmed. Based on the operative notes/medical timeline, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 7 months post implantation due to instability which was possibly due to impingement. During the revision, a large fluid filled cavity full of old clot was found sitting at the detached anterior glutei. The head and liner were replaced, and the glutei were repaired without complications there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.